Event description:
It was reported that prior to use at the facility the drill was smoking. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.